Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did a back to back blood glucose test, within ten minutes, and got results of 220, 194, and 150 mg/dl. Reporter used one fingerstick. No symptoms were reported.